Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that that the cassette leaked. The event occured during fill 1. The patient was connected. The technical service representative assisted the patient to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.